Event description:
It was reported that ""No Readings", "Sensor Error" or "Brief Sensor Issue"" occurred. On (b)(6) 2026 the CGM was reading HIGH and the BG reading was 516 mg/dl for 2 days. The CGM started to provide HIGH readings. The patient performed a supply change on night of (b)(6) 2026 after running out of insulin. Then the patient was taken to the ED via ambulance as the readings remained high. The patient weas not experiencing any symptoms. The HCP reported that the patient had repeated brief sensor issues on pump since (b)(6) and advised repeated errors could have caused patient´s inability to delay in correction. In addition the pump infusion set may could affected the event outcome. The patient was unable to confirm any issues with tubing or cannula. The patient stayed Less Than 24 Hours at the ED and received unspecified medical intervention. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.